Manufacturer narrative:
(B)(4). Device not returned therefore analysis of complaint device could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, on the initial inflation at 5-6 atmospheres, the balloon ruptured. The procedure was completed using a different device. No patient complications were reported.